Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer disconnected from the pump to shower and when the customer returned the pump had shut down. The pump was connected to a power source but still would not turn on. There was no impact to the customer's blood glucose level. It was indicated that the customer would discuss alternate insulin therapy at their doctor's appointment the following day.